Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic complaining of drainage from the implantable pulse generator (ipg) site. When the physician opened the pocket, no puss was visible but the tissue was ashen in color. The ipg system was explanted. No patient complications have been reported as a result of this event.